Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the rigid endoscope telescope's outer tube was damaged. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is presumed that the event occurred due to improper handling and application of excessive force, impact to the device like fall, shock or similar stress. Bent outer tube is most likely due to the effect of a severe mechanical lever force exposed on the outer tube. Olympus will continue to monitor field performance for this device.